Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib battery, rtos coin battery and gpos coin battery were all evaluated and replaced. The fse performed a clean software installation as part of the service event. The system was tested and found to be working as intended and returned service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.